Event description:
Information received from a foreign healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (3000 mcg/ml at 236.5 mcg/day) via an implantable pump. It was reported that the hcp tried several times to extract fluid from the pump. The first time 10ml came out, second try 5ml came out, but after this they were not able to extract any more. They also tried to inject medication but could not get any medicine in. No external factors were involved. The pump was not implanted. After trying for 20 minutes, the hcp decided to use a new pump. The issue was not resolved. No patient symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the pump is being performed, and results will be provided as it becomes available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pump was returned to the manufacturer. As per the pump¿s log, the pump contained baclofen with concentration 1,500.0 mcg/ml and dose rate was set to 236.5 mcg/day as of 2026-feb-26. The patient¿s age at the time of the event was 57 years.